Manufacturer narrative:
The insulin pump was monitored and functioned properly. No e21 alarm during test. The insulin pump passed displacement test and a21 error test. The insulin pump was received cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an unexpected restart from the insulin pump. The customer's blood glucose reading was 125 mg/dl. The customer stated that the alarm happened during normal use. The customer will be sent a replacement pump.